Event description:
It was reported that the patient was hospitalized due to high blood glucose levels, and her doctor took her off of insulin pump therapy. It was stated that the patient is back in manual injections, and doing better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.